Manufacturer narrative:
(B)(4).

Event description:
During evaluation of a returned homechoice machine, a possible increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2009 during drain cycle 4. The patient's ultrafiltration reading was 1795ml, indicating the home patient (hp) drained 1795ml more than their programmed fill volume of 2500ml. This information gave a total drain volume of 4295mls, which meets iipv criteria. No patient injury or medical intervention was reported.

Event description:
During evaluation of a returned homechoice machine, a possible increased intraperitoneal volume (iipv) situation was identified which occurred in 2009 during drain cycle 4. The patient's ultrafiltration reading was 4263ml, indicating the home patient (hp) drained 4263ml more than their programmed fill volume of 2500ml. This information gave a total drain volume of 6763mls, which meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of cause of the iipv was determined to be insufficient drain. False empty detect at initial drain and at previous therapy last drain. The device will be routed to the service area. CAPA is currently open for the reportable malfunction of over-delivery